Event description:
An olympus representative reported to olympus on behalf of the customer an out of box failure for one thunderbeat 5 mm, 35 cm, front-actuated grip type s hand piece. The device was reported to fail upon initial use. The device reportedly fell inside the patient during a laparoscopic total hysterectomy. The customer was able to retrieve the broken probe piece without incident and the case was completed using a similar device. It was unknown which body part that the broken probe piece fell into and the specific method of retrieval.